Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain from the ipg. Database analysis revealed no anomalies and the ipg appears to be working as expected. The patient was administered a double dose of an antibiotics to get rid of pain.